Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the string broke on the navarre 8fr drainage catheter was confirmed, but the exact cause is unknown. The product code and lot number (nnu8lpt & gfan1657) provided by the complainant implicated an 8fr navarre locking pigtail and 6fr navarre locking pigtail, respectively. The product returned to bas was an 8fr navarre locking pigtail. A visual observation of the returned sample revealed that the string used to create and lock the pigtail was extending 16.2cm from the hole in the distal end of the catheter. The string was crimped 7.4cm from the exit hole. The string had been removed from within the catheter. The proximal end of the string was not returned for investigation. The rubber seal was not positioned over the indent of the connector. The proximal end of the string was microscopically examined and the surface exhibited a rough appearance. Due to the evidence of use, it is likely that the complete string was attached to the catheter at one point; however, the cause of detachment is unknown. It is unknown if any complications associated with the clinical setting affected the functional performance of the returned device. It is possible that the cannula and the trocar damaged the string during use.

Event description:
It was reported that the locking wire was broken. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of gfan1657 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (gfan1657) have been reported from the same (B)(6) facility.

Event description:
It was reported that the locking wire was broken. No patient injury was reported.